Manufacturer narrative:
B2: date of patient death is unknown. This file is being submitted as part of a retrospective review of historical records after which medical safety has updated the report type. Corrected information for the initial MFR 1220648-2023-05280 was provided in sections b2, b5, h1, and h6. Note: corrected information provided in h6 is an addition to previous coding.

Event description:
The procedural outcome noted that the patient expired. Medical safety review of the event noted there is not enough information to exclude the impella device as an associated factor in the patient's demise.

Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported a 59-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The us complainant had cp support ongoing for patient when there was harm/injury noted. The limb ischemia was treated by bypass placement/dpc placed from ECMO (extra-corporeal membrane oxygenation) limb. The limb flow improved but, the patient did observe the pump to have "in aorta" positioning alarms. The pump remained on for another day until the patient expired on support. No allegation made against pump for death.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation has been completed. Limb ischemia can occur during impella support. When making a determination as to the cause of the limb ischemia, the following clinical information is necessary: patients pre-morbid condition and peri-procedural condition, any concomitant medication, vascular size or variations thereof, detailed description of the symptoms experienced by the patient, physical examination findings, including pulse assessment and visual examination of the affected limb, diagnostic imaging results, such as doppler ultrasound, angiography, or magnetic resonance angiography, laboratory test results, including blood tests for markers of inflammation or clotting disorders, any relevant information about risk factors for peripheral arterial disease, such as smoking, diabetes, or hypertension, patient's response to previous treatments or interventions for vascular conditions. With a returned impella, the max od could be assessed to ensure it is within specification. The product could also be evaluated for any burrs or sharp edges. Additionally, the clinical information above would need to be considered in the context of the returned product. To determine the true root cause of limb ischemia, the clinical information mentioned above would need to be assessed in conjunction with evidence from the returned device. As all the necessary information was not provided, the root cause of the limb ischemia was not determined. Pump was not returned for investigation. Data logs were investigated and multiple "impella in aorta" alarms were observed along with a lot of suction alarms. Clinical mentions that echo was done and pump showed good position. This is a case of false pump in aorta alarm. The root cause of the placement signal issue was patient condition related to false aorta alarms. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time. B1 product problem updated. H6 updated to include optical signal coding. D4 model number updated. D10 concomitant medical products and therapy dates updated. D6a / d6b updated. F6 and f8 should have been left blank in the initial report. G1 reporting contact email and reporting contact fax number updated.